Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to product performance anomaly and a new ra lead of a different model was placed. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.